Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the drawer was jammed. The customer stated that this malfunction caused a delay in dispensing the medications to the patients, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was jammed. A field service engineer (fse) found that the half-height cubie drawer 3.2 on the main device had failed due to a latch clicking issue. The clip on the plunger was broken, and while attempting to remove the inseparable assembly, the screw was found to be stripped. The fse drilled out the screw and successfully replaced the plunger. After reinstalling the drawer, the fse logged into the hardware test application and ran a final test on the drawer to resolve the issue. The drawer and cubie pockets were recovered successfully. The system functioned as intended after the field service engineer repaired the device.